Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone the customer's insulin pump had a flashing display. The customer¿s blood glucose level was unknown at the time of the incident. It was stated the customer may have been bumped while playing basketball. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will has been returned for analysis.

Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to verify missing segments due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.